Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a loss of prime issue. There was no allegation of a health event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: during investigation, the black box data from the date of the complaint had been overwritten. The current black box showed one loss of prime warning with low non zero force. The pump was exercised for 24 hours with no loss of prime duplicated. The force calibration passed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.